Event description:
According to the reporter, patient had post op bleeding from anastomotic site on same day of surgery. Surgeon scoped the patient and clipped the vessel.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a lap assisted sigmoid colectomy, patient had post op bleeding from anastomotic site on same day of surgery. Surgeon scoped the patient and clipped the vessel. No reinforcement material was used. Last known patient status is okay.